Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2012, it was reported that this patinet ended up in the hospital due to mild anxiety and fluttering during her time with the vns, but nothing was found in the evaluation. No additional information was available regarding the event date or details of the event. The patient had not been heard from in some time. Programming history shows that the device was disabled on (B)(6) 2010. A blc was performed with results of 14.45 years remaining. A system diagnostic was performed (B)(6) 2009 with normal results.